Manufacturer narrative:
Product analysis returned content: visual inspection: the device was returned loosely coiled with the distal tip separately the capture wire was loaded in the capture wire exit port the filter basket was loaded in the delivery catheter damage / stretching can be seen just above the primary exit port on the delivery catheter the catheter was snapped just below the distal tip of the delivery catheter with clear signs that the catheter was stretched stretching near the distal tip of the catheter with the distal marker band missing image analysis one image: ¿image received of the delivery catheter side of a spider device that appears to be stretched and damaged/kinked, lot no. Of the device cannot be identified from the image received¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was using a spider fx for embolic protection during treatment of a 20mm plaque lesion with 90% stenosis in the common ca rotid artery. There was severe tortuosity and no calcification, the artery diameter was 5.8mm. The IFU was followed. A 6fr sheath was used. The catheter was gripped at the distal tip. Resistance was felt during advancement. It was reported during initial advancement, due to the twisted blood vessels of the patient, guiding the delivery tube to go up with the help of the intermediate catheter. During delivery, the catheter was stretched and kinked and the markers at the distal tip were deformed. The tip of the catheter waskinked during the delivery process.. After withdrawal from the body, embolism occurred distal to the ulcerative lesion. After the treatment with suction embolization, the spider was re-replaced, and then balloon dilation and stent implantation.